Manufacturer narrative:
Pump received with an unresponsive keypad due to corroded keypad traces at the "up", "left" and "back" buttons. Unable to perform the displacement test and self test due to unresponsive keypad. P-cap/reservoir locked properly in place. Pump received with broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the chunk chip near the battery cap was damaged. Customers' blood glucose level was unknown at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.